Event description:
It was reported that stimulation could not be adjusted. Additionally, the pt had been breaking out in hives since implant. The pt was on medication and was going to have an allergy test performed. The healthcare provided (hcp) thought it may be an allergic reaction because it caused the pt's eyes and throat to swell. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).